Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). Initial and follow up received on 19-may-2008 and 22-may-2008 respectively were processed together. This case involves a patient, (gender nos), who received poly-l-lactic acid (sculptra) application on (B)(6) 2005 and (B)(6) 2006 and presented with late nodules (about 3 cm) on mandible area. The outcome is unknown. The reporter's causality is not provided.

Manufacturer narrative:
(B)(4). Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their evaluation. Conclusion: no faults detectable.